Event description:
In (B)(6) 2013 I was to get my tubes tied and the doctor explained that I was getting the essure. I got the procedure done and from the beginning I was having very bad abnormal pelvic pains. So I went back to my obgyn and they discovered that a foreign object was left in me after my tubes were tied. So I had to get another surgery to have it removed. Still after than I have abnormal menstrual lasting 12 to 14 days, I gained (B)(6), and having intercourse with my husband is painful. It's like I have never ending cramps.